Manufacturer narrative:
H3: analysis found that only a portion of inner assembly was returned (2 pieces). The inner shaft was broken 0.57 inches from the distal end of the inner hub to the broken point. There were traces of a black residue on the broken shaft. The distal end of the inner hub (outside diameter) was deformed, looked melted. The outside diameter of the inner hub shall measure 0.330 ± 0.002 inches and measured 0.328 inches in the undamaged area and up to 0.366 inches in the deformed area which was out of specification. The device failed functional testing due to the damaged condition upon return and the inability to load the device into a handpiece. The complaint was confirmed, due to an out of specification condition. H6: previously submitted codes fdm b17, fdr c20 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that postoperatively, drill bit was stuck into drill handpiece, sharp end (covered), the drill was into 2 pieces. There was no patient involved in the event.